Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was confirmed due to a low energy pulse caused by an overvoltage fault that was later unable to be duplicated during service. Upon initial incoming investigation, the monitor was unable to power on. The ca board will be replaced as a precaution as it was unable to be determined what caused the overvoltage fault. Reporting out of an abundance of caution. The root cause for the overvoltage fault was unable to be duplicated. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.